Event description:
Hamilton medical ag received the following event description: "oxygen supply failed/ high o2" no health consequences or impact - no intervention necessary. The case has not been reviewed yet by hamilton medical ag. Therefore the failure description could not be confirmed yet.

Manufacturer narrative:
Hamilton medical ag ref. (B)(4).

Manufacturer narrative:
Investigation outcome: the device alarmed for oxygen supply failed possibly due to defective o2 mixer assembly. Hmi sent replacement o2 mixer assembly to be replaced to the device user. It was not confirmed that the replacement part has resolved the issue. No additional information was provided despite repeated reminders. Therefore, this complaint is being closed due to limited information. If further information is received that changes this assessment, a follow-up report will be submitted.